Event description:
It was reported the patient underwent bilateral total hip arthroplasty on (B)(6) 1999. It is not known which date is for the left hip or which is for the right hip. Subsequently, a right hip revision procedure was performed on (B)(6) 2013 for an unknown reason. The acetabular liner and modular head were removed and replaced. Radiographs were received of the patient's left hip with a request for product identification. A subsequent review of invoice history found that a revision procedure was performed on (B)(6) 2014 due to an unknown reason; presumably on the left hip. Sons; the acetabular liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. It cannot be determined which hip this part number was implanted in. Therefore, the exact dates could not be provided for the following sections: date of event - (B)(6) 2013 or (B)(6) 2014. Date explanted - (B)(6) 2013 or (B)(6) 2014. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-09156 & 09199).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The following sections could not be completed due to the part/lot information could be: catalog number - 163134, lot number - 001720, expiration date - jun 30, 2009, implant date - (B)(6) 1999, manufacture date ¿ jun 1, 1999; or the part/lot information could be: catalog number - 163132, lot number - 216110, expiration date - jan 31, 2009, implant date- (B)(6) 1999, manufacture date ¿ jan 8, 1999.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." The following sections could not be completed due to the part/lot information could be: lot number - 001720, expiration date - jun 30, 2009, implant date - (B)(6) 1999, manufacture date ¿ jun 1, 1999; or the part/lot information could be: lot number - 216110, expiration date - jan 31, 2009, implant date- (B)(6) 1999, manufacture date ¿ jan 8, 1999.

Event description:
It was reported the patient underwent bilateral total hip arthroplasty on (B)(6) 1999 and (B)(6) 1999. It is unknown which date is for the left hip or which is for the right hip. Subsequently, a right hip revision procedure was performed on (B)(6) 2013 due to an unknown reason. The acetabular liner and modular head were removed and replaced. Additional information received from operative report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to pain and poly wear. The acetabular liner and modular head were removed and replaced.